Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned in multiple pieces. One haptic is broken in the gusset area and adhered to the other pieces of lens by solution. The opposite haptic is broken in the distal area. Scratches are observed on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. We are unable to verify what was meant by the reported lens issue. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be defective. Additional information received and stated that, once lens was inside the capsular bag, initial thought to be debris/viscoelastic but eventually noted to be defect. The linear defect @10 o'clock paracentral was noted. The lens implanted and removed during initial procedure. The surgery time was lengthened and exposes corneal endothelium to potentially more damage. Also stated that still the patient is having corneal edema, prolonged corneal edema due to extended surgery monitoring for cataract resolution.